Event description:
The customer called to report the insulin pump had physical damage. Blood glucose reading was over 300 mg/dl. The edge of the insulin pump had cracked off and the rubber right is coming out. The part of the lip at the edge where the reservoir is broke. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).